Event description:
Medical records received a st. Jude medical extraction dictation form on 8/11/2011. Form stated that this device was explanted on (B)(6) 09 due to infection. Device was implanted on (B)(6) 2009. The physician was dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).